Event description:
It was reported that inadequate capture, noise, and r-wave amplitude variation were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and cardiac perforation was not observed, however, the physician suspected cardiac microperforation. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.